Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via interdepartmental helpline solutions tracker that customer was hospitalized on (B)(6) 2015 with blood glucose of 791 mg/dl. Customer was hospitalized due to high blood glucose, diabetic ketoacidosis and kidney failure. Customer reported of not feeling well and having symptoms of frequent urination, excessive thirst and bad headache. Customer passed out and family called the paramedics. Customer was off insulin pump for thirty minutes prior to 911 call. Customer reported of being hospitalized at four hospitals for a total of one month. It was reported that customer left the first hospital due to neglect. Customer was sent to another hospital and then had a seizure at the third hospital and went into a diabetic coma. Customer was transferred to a fourth hospital for observation and customer was sent home. Healthcare professional suggested that customer discontinued insulin pump therapy. Customer declined troubleshooting due to not having batteries for pump.